Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist performed a full sync on the station. Resend the pocket load message for the device and stated that the problem seems to be coming from epic and is under investigation by their analyst. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system dispensed the wrong medication. The customer reported that while pulling the meds for a patient, the wrong medication or dose was dispensed. There was no delay on the patient care workflow. There were no adverse events or injuries reported based on this event.